Event description:
Complainant states that there are several design flaws in the minimed model 507c infusion pump. The complainant has experienced several keypad failures, resulting in difficulty or inability to program the insulin pump. The complainant has spoken to other users and believes that the firm uses this same model/design of keypad in several models of pumps. Complainant has also experienced battery problems associated with alarm code a-34. The user normally gets approx 45 days of battery life. After receiving code a-34, battery life drops to approx 4 days. The complainant spoke to minimed customer svc and was told that they are uncertain of the source of the problem but believe that the battery holder/connection may be faulty. The user has had to replace the device several times in the two years they have had it and feels that this is indicative of a problem. The following is a partial list of devices replaced and the problems associated: 1) purchased in 99. Returned a month later; user did not recall specific reason for return. 2) received in 99. Returned 6 months later for keypad problems. Unit was reconditioned and returned to user five mos later. User returned this unit again seven months later for keypad problems, components not fitting properly, alarm code a-34 and non-delivery of insulin. 3) received in 1999. This is a rebuilt unit. Returned when unit was reconditioned and returned to user. User stated that they were dissatisfied with the unit but did not want to replace this one as well.